Event description:
Account stated that the head hi/low is drifting on this bed.

Manufacturer narrative:
Tech found the bed was drifting. Tech replaced head hi/lo valve. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.